Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation; therefore, the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the xenon light source main lamp needed to be changed out and that the front panel was flashing. In speaking with olympus technical assistance support (tac) via phone, the customer reported being in front of the unit and noted that the front panel was not blinking. The customer then checked the scope switch in the socket and noted that it had slid easily and was spring-loaded. The customer reported that they would be ordering a new lamp and changing it out. The customer asked that the case remain open until the end of the week and then be closed. The intended procedure was diagnostic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause for the front panel blinking malfunction would likely be a system failure and the probable cause for the main lamp that does not light would likely be related to the lamp. Olympus will continue to monitor field performance for this device.